Event description:
Diagnostic grifols. We have several problems on blood determination with eflexis software v3 and immunohematology products dg gel or heamties. Do you have done an audit recently to the manufacturing site?. Is it ok?. They have a lot of economic problems according tv news and newspapers.